Manufacturer narrative:
This event was previously reported. See MFR. Report # 2124215-2019-22520. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was indicated that a wire was noted in the patient's subclavian vessel possibly due to inadvertent shearing off from the introducer during the previous procedure. There was no other information provided. No additional adverse patient effects were reported.